Event description:
It was reported after a shoulder surgery the ipg would not communicate with external devices. The ipg had not been placed in surgery mode prior to the unrelated surgery. In turn, surgical intervention may be pending.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.